Event description:
Physician reports device rupture. The effected side has not been specified. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, g.1.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(6). Reason for reoperation: rupture.

Event description:
Physician reports device rupture. The effected side has not been specified. The device has been removed.